Manufacturer narrative:
The product was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the error message related to the customer's report. The customer replaced the pads and the errors were no longer seen. The customer was sent replacement pads. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.